Event description:
It was reported that while using bd facscalibur¿ leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard .did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Leakage from the waste liquid tube between calibur and ffss.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: investigation summary: scope of issue: the scope of issue is only limited to facscalibur 4 clr basic sensor unit, part # 343202, serial # (B)(6). Problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to (B)(6) 2022. Complaint trend: there are 9 complaints related to a waste leakage not contained within the instrument, (B)(4). Date range from (B)(6) 2021 to (B)(6) 2022. Manufacturing device history record (DHR) review: DHR part #343202, serial # (B)(6)., file #01-21166-00 e1725 facscalibur 4, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a worn liquid sensor connector. The customer initially reported that there was a waste leakage from between the instrument and the ffss (facsflow supply system). An fse (field service engineer) was sent onsite to observe the issue and was able to confirm the leakage from the waste liquid sensor connector. After replacing the worn connector, the instrument was tested and confirmed to be functioning as expected with no further leakages. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although there was a leakage of biohazard not contained within the instrument, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not in the form of a spray and thus did not increase the risk of exposure. This instrument was not being used for clinical diagnoses at the time of the event and thus did not have any impact on the treatment of any patients. Proper daily and monthly cleaning and maintenance can help maintain a healthy system, and can be found in the bd facscalibur¿ instructions for use, 23-12911-02 rev. 1/vers. A. The safety risk of this hazard will be evaluated in ecr 500000276425. Service max review: review of related work order #: 02426751, case # 01668429 install date: 06apr1998 defective part number: 640628 - ffss lsr ii waste container probe - eur. Work order notes: subject / reported: leakage from the waste liquid tube between calibur and ffss problem description: leakage from the waste liquid tube between calibur and ffss work performed: replace the waste liquid tube between calibur and ffss and check that there is no liquid leakage. Cause: I confirmed the phenomenon. Liquid was leaking due to damage to the waste liquid sensor connector on the calibur side. Solution: replace the waste liquid tube between calibur and ffss and check that there is no liquid leakage. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 342973ra, rev. 04/vers. D, risk analysis facscalibur prod family was reviewed. This file did not contain the appropriate hazards and mitigations, and an eco has been opened to assess additional hazards and their risk levels. Ecr #500000276425 has been created and will revise the existing calibur risk analysis document to include causes, mitigations, and risk ratings for carryover, erroneous results, and waste exposure. Root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn waste sensor connector. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn waste sensor connector. The fse confirmed the waste leakage and replaced the waste liquid tube connector. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no further leaks occurred. The safety risk of this hazard will be evaluated in ecr 500000276425. H3 other text : see h.10.

Event description:
It was reported that while using bd facscalibur¿ leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "1. Was the leak fluid or air? -fluid 2. Was the leak contained within the instrument? -no 3. Was there spray of fluid under pressure? -no 4. What was the fluid that leaked? - biohazard 5. Did biohazard leak before or after waste line? -after waste line 6. Was the waste mixed with decontamination or bleach? - no "7. Was the customer/bd personnel physically in contact with the fluid?- no leakage from the waste liquid tube between calibur and ffss.